Event description:
User facility reports one incident of a disconnect between pt mahurkur catheter and the venous bloodline connector. Staff report difficulty establishing blood flow and the lines were disconnected and reconnected 3 times during the first 1/2 hour of dialysis treatment.thirty-five mins into treatment staff found venous catheter had become separated from the bloodline connector. Pt's access is reported to have been partially or totally covered which prevented staff from monitoring the catheter connections. Ebl=300-400 cc. Pt placed in trendelenburg position and administerd 2l saline. Facility staff reports no visible defect on the bloodline connector.